Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the pump logs would be returned. There were no other error messages present upon pump interrogation. Nmr was stated to be the same as MRI. The representative stated the estimated return date of the pump was 3/28/2018 or 3/29/2018, but they also stated they had possession of the pump. Additional information was received. The tracking number for the pump was provided.

Manufacturer narrative:
Pump analysis found a feed through shorting across the insulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient in (B)(6) who received lioresal 500 mcg/ml at a dose of 146,77 mcg/day via an implantable pump. The indication for use was not provided. It was reported that during a device follow-up on an unknown date, a critical pump alarm occurred. Pump logs indicated ¿a lot¿ of motor stalls since (B)(6) 2018 and recoveries after a few hours. The patient did not experienced withdrawal symptoms. Patient symptoms were not reported. As reported, there were no reasons for the motor stalls (no ¿nmr¿ and not end of life of the pump). As they did not trust the pump any longer, the pump was replaced on (B)(6) 2018. The catheter was reported as ¿ok¿. At the time of the report, the issue was resolved and the patient¿s status was reported as alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Initial report should have included that the information was received from a health care professional (hcp) via a representative.